Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurate high as compared to the her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that in the evening of (B)(6) 2011, she allegedly obtained high readings of '455 and 422mg/dl'. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet and exercise and denied making any changes to her normal diabetes management routine in response to the reported issue. Between 3:00am to 4:00am at an unknown date after the alleged product issue occurred, the patient claimed to have developed symptoms of 'sweatiness and fast heartbeat' but denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca also noted that the patient was using expired strips and that she did not have any control solution available. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. The test strips involved with this complaint has also been returned; however, testing was not performed since the product was expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.